Manufacturer narrative:
Device evaluated by MFR: the ekosonic endovascular device # 8035501771 was returned for analysis. Visual inspection showed no abnormalities. The catheters were connected to the console with no connection issues. Microscopic visual inspection of the infusion catheter (ic) showed that the coolant and drug luers displayed cracking. The device was tested using a syringe filled with water to flush the line. During the line flush, the drug and coolant luers began to leak where the cracks were present. The reported event of broken ports was confirmed.

Event description:
Reportable based on device analysis completed on 07sep2023. It was reported that connector pins were bent. An ekos endovascular device, 106x12cm was selected for use. During the procedure the connector pins were bent or broken. The procedure was successfully completed and there were no patient complications. However, device analysis revealed the coolant and drug luers were cracking and during the line flush the drug and coolant luers began to leak. It was further reported that during the procedure while the patient was in the intensive care unit (ICU), the catheter was connected to the connector interface cable (cic) and the ultrasound began. Afterwards there was an alarm, then it was noticed that the coolant port was broken. The therapy run time was approximately 2 minutes. The patient was brought back into the cardiac catheterization lab and a new ekos catheter were inserted. The procedure was successfully completed and there were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the ekosonic endovascular device # (B)(6) was returned for analysis. Visual inspection showed no abnormalities. The catheters were connected to the console with no connection issues. Microscopic visual inspection of the infusion catheter (ic) showed that the coolant and drug luers displayed cracking. The device was tested using a syringe filled with water to flush the line. During the line flush, the drug and coolant luers began to leak where the cracks were present. The reported event of broken ports was confirmed.

Event description:
Reportable based on device analysis completed on 07sep2023. It was reported that connector pins were bent. An ekos endovascular device, 106x12cm was selected for use. During the procedure the connector pins were bent or broken. The procedure was successfully completed and there were no patient complications. However, device analysis revealed the coolant and drug luers were cracking and during the line flush the drug and coolant luers began to leak. It was further reported that during the procedure while the patient was in the intensive care unit (ICU), the catheter was connected to the connector interface cable (cic) and the ultrasound began. Afterwards there was an alarm, then it was noticed that the coolant port was broken. The therapy run time was approximately 2 minutes. The patient was brought back into the cardiac catheterization lab and a new ekos catheter were inserted. The procedure was successfully completed and there were no patient complications.